Manufacturer narrative:
(B)(4). Concomitant products: vanguard femoral cr; catalog #: 183033, lot #: 806470; vanguard e1 tibial bearing; catalog #: ep-183461, lot #: 281060; biomet cc cruciate tray; catalog #: 141236, lot #: j3803863; arcom series a patella; catalog #: 184766, lot #: 314280. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07528, 0001822565-2017-07483, 0001825034-2018-04338, 0001825034-2018-04337. Reported event was confirmed by review of patient operative notes and imaging records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Product was not returned. Visual and dimensional evaluations could not be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, patient experienced a popping sound since first day of walking. It was further reported that the patient developed left calf pain approximately four days post-implantation which was thought to be a possible blood clot. It was determined that there was no blood clot, but a bakers cyst was noted. Approximately three weeks post-implantation, the patient had 20cc of blood aspirated from the joint in the doctor's office. Approximately eight weeks post-implantation, the patient noted difficulty sleeping, tingling, numbness, and swelling. The patient was experiencing popping with ambulation, and the patient had to use a can or walker due to pain. The patient has large effusion. It was further reported that patient is experiencing noise, pain, cyst, alteration in sensation and swelling.